Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage. Note: when comparing results manufacturer does not recommend compare test result meter to meter. The blood test result is accurate 20% compare with only laboratory results within 30 minutes after lab test done.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 236 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood glucose test was not performed by the customer. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing three to four times a day (fasting). The customer stated that has not made any recent changes in diet, exercise regimen, or medication.